Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information unknown. This report is for one unk - screw cortex/unknown lot number. Original implant date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by sales consultant that a hardware removal of a wrist fusion plate and screws was performed due to wrist pain. The removed hardware was completely intact. The original procedure was performed at another facility on an unknown date. There were no surgical delays, no patient harm and the procedure was successfully completed. The event was postoperative. It was also stated that the wrist was completely fused, which may indicate that the procedure date was greater than one year ago. The hardware was removed fully intact; there was no revision/no add'l hardware involved. This report is 5 of 5 for (B)(4).

Manufacturer narrative:
Additional narrative: patient weight is unknown. This report is for one unknown 2.7 mm cortex screws/unknown lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 5 for (B)(4).